Event description:
The customer reported that the discharge button on the paddles was not functioning.

Manufacturer narrative:
The customer reported that the discharge button on the paddles was not functioning. The customer was sent a replacement paddle set. The failed paddle set will be scrapped at philips. Based on the customer's eval, we are considering this a malfunction of the discharge button on the paddle set.